Event description:
It was reported that the expiratory hold was activated, without any input from the therapist, while the ventilator was being used on a patient. During expiratory hold the expiratory and inspiratory valves are closed. There was no patient harm reported. (B)(4).

Manufacturer narrative:
This investigation is finalized. According to the provided information, the customer did its own repair and it was stated that the replacement of the touch screen resolved the problem. By the product design it is known that when the expiratory hold button is activated the expiratory and inspiratory valves are closed after the expiration phase is completed, for as long as the button is depressed, up to a maximum of 30 seconds. No device logs or parts were received, despite of several attempts to obtain them, so we could not perform a complete investigation. Therefore it is not possible to confirm this complaint or determine the root cause for this problem.

Event description:
(B)(4).